Event description:
Device issue: none. Adverse event: dissection. Onset of adverse event: during the stenting procedure. It was reported via a trial that during a coronary artery stenting procedure in the distal right coronary artery (rca), after placement of the xience stent, a small edge dissection was seen. A second xience stent was placed to seal the dissection. There was no adverse patient sequela reported. There was no additional information provided.

Manufacturer narrative:
(B) (4). (B) (4). There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.